Event description:
A f/u call to the crna revealed: 1) the small hole initially reported was actually a crack; 2) the user did not conduct all of the performance tests prior to use as instructed by the labeling, and 3) the user did not insert the lma using the recommended technique detailed in the labeling.